Manufacturer narrative:
The tm (territory manager-field service engineer) was at the site to verify the side cut. Full system verification was performed. No problem found with system. System meets product standards. Root cause is unk. (B)(4).

Event description:
A laser tech reports a pt with a flap issue; the flap did not lift cleanly at the side cut, resulting in a small tear when the flap was lifted. The surgeon stated there are no concerns for this pt. During a follow-up call, the surgeon stated the pt was doing well, the flap appeared perfect. The surgeon is satisfied that the issue was due to the use of a new system with new technology. A clinical trainer assisted the surgeon to make changes to the energy level and the surgeon expects to have no further issues.